Manufacturer narrative:
Correction: root cause - manufacturing - to heighten operator awareness, the work center operators were informed of the non-conformity. The operators involved were then retrained to the standard operating procedures.

Manufacturer narrative:
A visual examination of the device revealed the snare loop to have detached from the distal end of the snare cable. The loop was bent and out of shape. The sheath was removed to allow examination of the cable distal end. The cable distal end did not present any defects. An examination of the loop connector coupling revealed the coupling to be securely crimped to the loop ends. The crimps for the cable were fully formed. The crimps on the connector coupling from center of loop crimp to center of cable crimp were measured and were found to be out of specification. The condition of the returned unit was consistent with the complaint incident that the snare loop detached. Physical examination of the device revealed the distance between the connector coupling crimps to be out of specification. Because the cable crimp was placed too close to the loop crimp, the end of the cable was not securely captured by the crimp and allowed the cable to slide out of the coupling during use. Therefore, the most probable root cause is manufacturing. A review of the device history record for lot 14018537 was performed and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 14018537.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011. According to the complainant, during the procedure while pulling the peg tube through the patient's mouth, the loop on the snare broke off inside the patient. The physician retrieved the broken loop using biopsy forceps. A new snare from the hospital's stock was used. This endovive standard peg kit pull method device was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011. According to the complainant, during the procedure while pulling the peg tube through the patient's mouth, the loop on the snare broke off inside the patient. The physician retrieved the broken loop using biopsy forceps. A new snare from the hospital's stock was used. This endovive standard peg kit pull method device was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) - retrieval of device fragment. (B)(4) - the reported event of loop on the snare detached. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure while pulling the peg tube through the patient's mouth, the loop on the snare broke off inside the patient. The physician retrieved the broken loop using biopsy forceps. A new snare from the hospital's stock was used. This endovive standard peg kit pull method device was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be fine.